Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. (B)(6).

Event description:
On (B)(6) 2022 getinge became aware of an issue with volista access surgical light. As it was stated, the keyboard membrane is taking off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista access surgical light. As it was stated, the keyboard membrane is taking off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to detachment of the keypad. None of information available to date suggests that at the time when the event occurred the device was being used for the patient treatment. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is very low for keypad detachment on volista. As stated by the subject matter expert at the manufacturing site, in this particular case the root cause is clear because it was indicated from start by technician and which is why the root cause could be established without further investigation. Therefore, the most probable root cause is a misuse due to collision with another device. To prevent any similar incident, manufacturer recommends to avoid the collisions between devices. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.